Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced. Patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of inadequate capture and high lead impedance were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.